Event description:
The customer reported that the canopy has zipper damage but couldn't specify where. There was no pt injury reported.

Manufacturer narrative:
(B) (4) - zipper damage. Evaluation of the canopy shows that on the large window a zipper slider body is open. Large window b the zipper slider body is open. There is other damage to the canopy that is not relevant to this complaint. (B) (4).